Event description:
The customer reported the ventilator shut down and alarmed after 30 minutes of use on ac power. The customer reported the ventilator was in use on a patient, and there was no patient harm. Further evaluation of the ventilator revealed that it would function to specification on dc power via backup battery. The ventilator has been returned to the factor for failure analysis.

Manufacturer narrative:
This unit is currently being evaluated. If additional information becomes available regarding root cause of the malfunction, a follow-up report will be submitted.